Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right-ventricular (rv) lead had exhibited failure to capture on hospital telemetry. Lead was capped and a new lead was implanted. Patient was stable throughout the procedure.